Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: the battery was not returned with the pump for investigation. A review of the black box indicated a power interruption at the time that the overheating was reported at 03:11 on (B)(6) 2017. The black box verified that there were no sudden voltage drops prior to the power interruption. The pump powered on normally and successfully completed 24 hour testing with no issues occurring. The pump¿s electrical draws were found to be within specification. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.